Event description:
It was reported that during a pta treatment procedure, the maverick otw 9/2.0 mm balloon ruptured at 5 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the left anterior descending coronary artery. The physician used an 8f mach1 vl3.5sh guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with a goodman otw balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.